Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the surgeon was able to press the green button, but was not able to squeeze the handle on the three devices. The devices were not able to fire. A new device was used to complete the case. There was no patient injury.